Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy pain. It was reported that on (B)(6) 2019 when the patient went to turn stimulation back on, their device displayed a power on reset (por) message. No symptoms were reported. It could not be determined what type of por had occurred because the por screen had already cleared when troubleshooting was attempted with patient services. The device was showing the normal screen. It was unknown if the por was due to an overdischarge event. It was confirmed that the patient was feeling stimulation and everything was working at the time of the report. No further complications were reported or anticipated.